Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated with retained test strips. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. If one of the pins is bent or raised, the test will not be conducted. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1377408) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at approximately 10:00 pm, he attempted to test using his adc blood glucose meter, but the meter did not provide a reading after a blood sample was applied to the test strip inserted into it. Customer, who is a paramedic, further reported he subsequently self-administered a glucagon injection. No additional information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.